Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 223, 283, 235 and 232 mg/dl. The customer¿s expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 264 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/28/2024 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 223 mg/dl date: (B)(6) 2022 time: 7:36 am fasting, result 2: 283 mg/dl date: (B)(6) 2022 time: 7:48 am fasting, result 3: 235 mg/dl date: (B)(6) 2022 time: 7:38 am fasting, result 4: 235 mg/dl date: (B)(6) 2022 time: 6:57 am fasting, result 5: 232 mg/dl date: (B)(6) 2022 time: 9:05 am fasting.

Manufacturer narrative:
Sections with additional information as of 06-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.